Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the instrument. The fse replaced the old style ratio pump with the replaceable stack ratio pump to resolve the issue. Bec internal testing of the returned old style ratio pump could not duplicate the event. (B)(4).

Event description:
The customer reported that the unicel dxc 600 pro synchron clinical system generated false high na (sodium) results for 3 patient samples. The results were reported outside of the lab. The customer was not aware of any patient treatment affected. Na quality controls (qc) were run before and after this event and the results were within ranges. Please refer to 2050012-2014-00537 for event that occurred on (B)(6) 2014.